Event description:
Pt reported obtaining a blood glucose result of 135 mg/dl, while using the suspect device. Pt then had toast and coffee. One hour later, pt indicated that he began feeling ill. Pt reportedly started sweating and had to lie down. Pt's spouse phoned emergency medical services ans upon their arrival, 5-10 minutes later, pt's bloof glucose measured 30 mg/dl on paramedics' blood glucose monitor. Pt indicated that he was given treatment by paramedics; however he was unable to provide any details of treatment recieved. Pt was transported to the hosp, admitted and treated for an [unspecified[ infection and internal bleeding. Pt indicated that he was released from the hospital a "few" days later. Pt's current condition: feeling ok today." Valid quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.